Manufacturer narrative:
Device evaluation: the duette multi-band mucosectomy device of unknown rpn and lot number was not returned to cirl for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation: n/a. Document review : as the lot number of the complaint device is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution duette multi-band mucosectomy device devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Historical data not reviewed as lot number is unknown. It should be noted that the instructions for use (ifu0026) states the following: ¿this device is for endoscopic mucosal resection in the upper gi tract. Do not use this device for any purpose other than stated intended use¿ there is evidence to suggest that the user did not follow the instructions for use as the endoscopic mucosal resection performed was not in the upper gi tract. Image review: n/a. Root cause review: a definitive root cause of off label could be determined from the available information. When the device is used in this manner, the outcomes cannot be predicted and therefore the user is instructed to follow the intended use as per the IFU. It is known from the information provided that the endoscopic mucosal resection performed on the patient was in relation to a previous abdominal gunshot wound. The fragmented bullet was removed successfully during this procedure. However, this is considered off label use as the intended use of the device is for endoscopic mucosal resection in the upper gi tract. Summary: complaint is confirmed based on the customer and/or rep testimony. Failure identified: off label use - 01 device confirmed used. A definitive root cause of off label could be determined from the available information. When the device is used in this manner, the outcomes cannot be predicted and therefore the user is instructed to follow the intended use as per the IFU. It is known from the information provided that the endoscopic mucosal resection performed on the patient was in relation to a previous abdominal gunshot wound. The fragmented bullet was removed successfully during this procedure. However, this is considered off label use as the intended use of the device is for endoscopic mucosal resection in the upper gi tract. According to the initial reporter, the patient did not experience any adverse effects or health consequence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 30-nov-2023.

Event description:
Tyberg, 2013, an unusual submucosal lesion. An endoscopic ultrasound was performed, which showed a 15 x 9.8 mm hypoechoic lesion with surrounding submucosal wall thickening and a ring-shaped, hyperechoic focus with shadowing in the center of the lesion. An endoscopic mucosal resection was performed using a duette kit. During the resection, pus was seen extravasating from the center of the lesion and a piece of metal was seen in the center of the lesion. It was retrieved with a rat tooth forceps and two endoclips were placed over the site to prevent bleeding. External inspection proved the metal to be a fragment of a bullet. This file will capture the off label use of the duette device, intended use of the device is in the upper gi. No health consequences or impact. The patient was discharged home on antibiotics.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.